Event description:
It was reported by affiliate that the (1) er320 was used during an unknown procedure. It was reported that the applier did not work regularly. The clips were not formed correctly and did not sit in the jaws. The case was completed with another device and with no pt consequence.